Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a miniarc single-incision sling to treat "stress urinary incontinence". It was alleged that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization", and has other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.